Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd intima ii¿ IV catheter was found broken which could cause a leakage of medication. There was no report of injury or medical intervention reported.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, the sleeve stopper was askew resulting in the misalignment of the prn. The returned sample was placed in the track for inspection the machine was able to successfully reject the returned unit, suggesting that the root cause of this defect is related to the malfunction of the machine and the failure of operators conducting a 100% visual inspection of a units leaving the facility to detect the defect prior to release. The machine most likely made its error in judgment due to the eye of the machine being obstructed by foreign material DHR review for (B)(4), batch 7178216 was performed with no abnormality found in the manufacturing and inspection process. The prn batch no was 7167200 and 7167201. No abnormality found in manufacturing and inspection of the prn batch record. No CAPA required at this time.